Event description:
The customer reported to olympus that during reprocessing, the image from the evis lucera elite bronchovideoscope had black spots. The issue did not result in a delay to any procedure, and no harm was reported due to the event. The device was returned for evaluation. During evaluation, the coating material on the insertion section of the tube was found to be deteriorated and peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. In addition to the peeling insertion section, the angulation control did not meet with specifications due to an elongated angle wire. The bending cover showed leakage. Inspection showed the light guide bundles were yellowed; this caused the light output to test below specifications. Based on the results of the investigation, it is likely that physical and chemical stresses from use and reprocessing over time led to the deterioration of the coating material, however, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.